Event description:
It was reported that this implantable pacemaker was unable to interrogate. Boston scientific technical services (ts) discussed about power cycling the consult and had health care professional (hcp) to hover the wand slightly above the patient's pacemaker. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported.